Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd macconkey ii agar / columbia cna agar improved ii with 5% sheep blood, one case of material 257584 had mixed product (6 packs of 257584 and 6 packs of another material). There was no health impact or consequences reported.

Event description:
It was reported prior to using bd macconkey ii agar / columbia cna agar improved ii with 5% sheep blood, one case of material 257584 had mixed product(6 packs of 257584 and 6 packs of another material). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your recent complaint (B)(4) against bd macconkey ii agar / columbia cna agar improved ii with 5% sheep blood (biplate), catalog number 257584 lot number 4218670 with respect to packaging issue. Event description: the customer received a box of product 257584 in which 6 packages were correct, but 6 packages of another product with catalog no. 221291. Complaint history review: the complaint trends were reviewed for a period of 12 months. No similar complaints were reviewed for this catalog number. A trend could not be identified. Batch history record (bhr) review: the batch record for the respective lot was reviewed. No deviations from the validated processes were registered. In addition, the product passed qc release testing without any deviations. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided by the customer. Picture samples, provided by the customer, show stacks of tsa ii 5% sb & macconkey ii plates, catalog number 221291 lot number 4114139. Evaluation results: based on the internal investigation and the picture samples provided, this complaint can be confirmed for labeling issue. A trend was not identified. This complaint is treated as an isolated incident. Investigation conclusion: no deviations from our validated process parameters were identified. All qc release testing was satisfactory. The root cause of the labeling issue is unknown. Bd will continue to monitor incoming complaints for similar defect types. We are sorry for the inconvenience.